Manufacturer narrative:
It was reported that due to pain, infections, recurrent urinary disturbances, patient underwent mesh removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6), 2008 and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that patient underwent interstim stage 1 placement on (B)(6) 2011 and interstim stage 2 placement of battery and complex device programming on (B)(6) 2011 by dr. (B)(6) due to urge urinary incontinence, urinary urgency and mixed urinary incontinence respectively at (B)(6) hospital ¿ (B)(6). It was reported that patient underwent revision of sacral neuromodulation device with both lead revision and pocket revision on (B)(6) 2012 by dr. (B)(6) due to urinary urgency, frequency, and mixed urinary incontinence. It was reported that patient underwent cystourethroscopy and serial dilation with urethral sounds of urethra on (B)(6) 2013 by dr. (B)(6) due to urinary retention. It was reported that patient underwent removal of interstim generator device and leads and serial urethral dilations on (B)(6) 2014 by dr. (B)(6) due to migration of interstim leads causing painful symptoms with urination and slowing of urinary stream status post sling procedure. It was reported that patient underwent urethrolysis and serial urethral dilations on (B)(6) 2015 by dr. (B)(6) due to urinary retention. It was reported that patient underwent advanced evaluation for interstim stage 1 using test stimulator and fluoroscopic imaging on (B)(6) 2015 by dr. (B)(6) due to chronic cystitis, dysfunctional voiding, and urinary retention with incomplete bladder emptying. It was reported that patient underwent neurostimulator implant stage 2 on (B)(6) 2015 by dr. (B)(6) due to voiding dysfunction and urinary retention.

Event description:
It was reported that patient underwent interstim stage 1 placement on (B)(6) 2011 and interstim stage 2 placement of battery and complex device programming on (B)(6) 2011 by dr. (B)(6) due to urge urinary incontinence, urinary urgency and mixed urinary incontinence respectively at (B)(6) hospital ¿ (B)(6). It was reported that patient underwent revision of sacral neuromodulation device with both lead revision and pocket revision n (B)(6) 2012 by dr. (B)(6) due to urinary urgency, frequency, and mixed urinary incontinence. It was reported that patient underwent cystourethroscopy and serial dilation with urethral sounds of urethra on (B)(6) 2013 by dr. (B)(6) due to urinary retention. It was reported that patient underwent removal of interstim generator device and leads and serial urethral dilations on (B)(6) 2014 by dr. (B)(6) due to migration of interstim leads causing painful symptoms with urination and slowing of urinary stream status post sling procedure. It was reported that patient underwent urethrolysis and serial urethral dilations on (B)(6) 2015 by dr. (B)(6) due to urinary retention. It was reported that patient underwent advanced evaluation for interstim stage 1 using test stimulator and fluoroscopic imaging on (B)(6) 2015 by dr. (B)(6) due to chronic cystitis, dysfunctional voiding, and urinary retention with incomplete bladder emptying. It was reported that patient underwent neurostimulator implant stage 2 on (B)(6) 2015 by dr. (B)(6) due to voiding dysfunction and urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent retropubic fascial urethral sling placement on (B)(6) 2013 due to stress incontinence.